Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer provided the following conclusions: 1.) The power switch was damaged because the amount of operating force and the number of times the power switch was applied exceeded the assumed value; the device was manufactured prior to implementation of a design change to the power switch. 2.) Due to the age of the device, it is likely the slider switch of the video connector was worn due to repeated use.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user facility report was confirmed and found a old version main switch was broken and required upgrade. Additionally, a worn out scope socket was observed causing intermittent activity. The service of the device is pending final approval for part replacement. If new information is identified following part replacement, a summary of the findings will be provided in a supplemental report. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the power button on the device is broken. There was no patient involvement / harm reported. No additional information was provided.